Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged causing diaphragmatic stimulation. The physician then decided to extract the lead and use a different lead fixation. This ra lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.